Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was caused by a power-on reset. Review of the device image indicated the cause of the power-on reset was hv therapy delivery into a low impedance output. The device was tested on the bench as well as using automated test equipment, and no anomaly as found. The cause of the low impedance output could not be determined.

Event description:
It was reported that the device was found to be in backup vvi mode. The device was explanted. The patient condition was good.